Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual examination of the returned product identified inner and outer spherical surfaces show nicks, scratches, and gouges from previous uses. Rim face and lock ring have gouges, indentation deformation, and lock ring is cracked. No other damage was noted review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner ring has many scratches on it which causes it to be refused at sterilization. No parts fell in the patient and there were no delays. There is no additional information available at the time of this report.